Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that following a mitraclip procedure on (B)(6) 2023, a 25mm-18mm amplatzer talisman patent foramen ovale (pfo) occluder was attempted to be implanted into an atrial septal defect (asd) utilizing a 24f mitraclip steerable guide catheter already inserted due to a previous procedure. After implantation, there was too much torque build up so the device detached from the asd and was floating in the left atrium. The device was snared in the left atrium and removed via femoral vein. A replacement 35mm-25mm amplatzer talisman pfo occluder was then implanted successfully utilizing a 9f trevisio delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported to be stable and discharged.

Manufacturer narrative:
An event of the device migration after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer pfo occluder instructions for use, "indications and usage: the amplatzer¿ pfo occluder is a percutaneous, transcatheter occlusion device intended to close all types of pfos (i.e. Classical as well as those with aneurysm of the septum) in patients with a history of stroke or transient ischemic attacks (tias) diagnosed by echocardiography with right-to-left shunting during the valsalva maneuver.".